Event description:
I was walking down the hallway at my work place, where students had their project on display; latex balloon, bamboo and other plant. Was exposed to some allergen, which triggered an allergic response. I developed hives and mild periorbital edema, which subsequently resolved within 24 hours. The following day while was walking down the same hallway I developed a greater allergic response. The next day, developed wheezing and diffuse urticaria, hives, I had difficulty breathing, personnel for 911 was called. The patient was seen in the hospital for an anaphylactic reaction and I was given epinephrine and high dose steroids enroute to hospital by paramedics. I was hospitalized 9 days. My hospitalization became complicated by abdominal pain and also by severe migraine headaches. Approximately 3 days after hospital discharge, began tapering my prednisone which had been given at the time of my discharge from the hospital. I developed a polyarthritic reaction involving wrist, knees and ankles and became non-ambulatory. I developed a perumbilical rash which then spread over my entire body. I was referred to dr, allergist and immunologist- . Who believed this may have been a serum sickness reaction and he increased prednisone 30 mg bid. Seems to have had a significant degree of disruption of my adl, family and professional life, as a result of this exposure. Was referred to a medical center.